Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms occurred during a bolus. Customer reported that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field and insulin pump did not received motor position encoder error alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.